Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced low blood glucose of 40 mg/dl. Customer reported that trainer made some adjustments to setting and customer needed to make adjustments to basal settings to keep from dropping low. Customer made mention of going to the hospital due to low blood glucose. Customer was advised that agent was not able to make recommendations on settings. Customer received assistance in getting to settings and customer adjusted basal rates.